Manufacturer narrative:
The complaint of leaks on item ch-12 cannot be confirmed. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and probable cause cannot be determined. The device history review (DHR), and no non-conformities were found that would have led to the reported condition on the complaint. D9 - device available for evaluation: no.

Event description:
It was reported that a chemoclave, alleging a defect that led to a leak during patient use. It was stated that at the time of administration, the ICU medical safety device presented problems with its system's rubber seal, which caused a chemotherapy leak. There was no need to activate the protocol or use the spill kit, as only a single drop formed on the device and was promptly identified and contained by the nurse. The medication vial was returned to its plastic packaging and sent to the pharmacy for reprocessing. It was stated that although a spill incident occurred, the leak was promptly contained and there was no direct contact with the patient or the healthcare professional. There was no harm.